Event description:
The patient reported that since implant, their implantable neurostimulator (ins) had never helped their symptoms, and the stimulation felt ok when a programming change was made, but within a half hour, it went off, stayed over to one side, and stayed on the lip of their vagina where it hurt and they felt pain. It was noted they had gone to 3 different doctors where one reset the machine and then didn't want anything to do with them so they went to a neurologist 4-5 times. Then, they went back to another doctor who they had seen 3-4 times this year. It was stated the patient was feeling uncomfortable stimulation and was in pain right now. It was noted that their husband did the adjusting. There were no trauma or falls related to the issue. Additional information received from the patient stated they had seen 3 doctors, and they couldn't help with the therapy. It was noted the patient had changed the setting and was not getting relief from the therapy. Indications for use were fecal incontinence and gastrointestinal/pelvic floor. Additional information received from a patient reported they have notified their managing physician when they first got their device. The patient added it never worked. The patient stated a doctor would set it and a half an hour later it wouldn't be working. The patient noted she met with two doctors and the same thing happened. The patient noted her husband set it up many times. The patient stated the lack of therapeutic effect, vaginal pain, and uncomfortable stimulation has not been resolved. The patient stated there were no steps taken to resolve the lack of therapeutic effect, vaginal pain, and the uncomfortable stimulation. The patient stated the circumstances that led to the lack of therapeutic effect, vaginal pain, and uncomfortable stimulation were they had irritable bowel syndrome very bad and the doctor said it would help, but it didn't. The patient added she hasn't been happy with any of it. She has been very disappointed in the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.